Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted due to possible twiddler's syndrome and dislodgement. The patient was having an av junction ablation and the lead was found in the svc or the ra.